Event description:
The customer reported scope communication errors e231 and e226, and the monitor image became a bluish color during a laparoscopic colectomy procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.